Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with hair/fiber at flap edge temporally in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). A flap lift and rinse was performed. The patient was disappointed there was a hair/fiber under the flap. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -.25 x 75; left eye pre-op 20/20 -1.25 x -.25 x 85. This report is for the visx laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have indicate the year 2000. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.